Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been seen by paramedics with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod longer than 48 hours. It was mentioned that the patient was unresponsive. The patient was treated with IV (intravenous) fluids/dextrose. The patient was released the same day and refused to be taken to the hospital. The pod was worn when seeking medical attention.